Event description:
It was reported that during a meniscectomy procedure, the device stopped working. No patient injuries reported. No other complications were noted.

Manufacturer narrative:
Complaint of shutting down and error messages could not be reproduced. Product passed functional testing with no faults or errors. Product also passed functional testing during 6 hour burn-in. No overheating or errors occurred during functional testing or burn-in. All functions perform as expected. Complaint comment stated that a cooling fan stopped working. Both cooling fans were checked and both the fan for the rf board and rear mounted fan performed as expected during functional testing. After the evaluation the root cause for the reported issue was determined to be no problem found. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.